Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated a persistent alert 38 indicating a motor stall, which recurred after restarts and prevented full insulin delivery during meal announcements, leading the user to transition to multiple daily injections; the highest reported glucose during the incident was 280 mg/dl, the glucose was out of range for more than 90 minutes, and the device alerted for high glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included remote troubleshooting, user education on shutdown procedures, and shipment of a replacement device while arranging return of the malfunctioning unit for assessment. Investigation of this case revealed a suspected motor stall consistent with a pump drive mechanism malfunction that impeded insulin delivery. It was concluded, based on previously established findings for similar reports, that the most likely cause was a device mechanical failure of the pump motor or drive system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.